Event description:
It was reported that during the procedure to treat a lesion in the saphenous vein graft to the circumflex artery, pre-dilatation was performed with an unspecified device and a non-abbott stent system was advanced into the patient anatomy. The stent system became caught on a previously placed stent and the stent of the non-abbott stent system became dislodged and was retrieved in the right iliac artery and removed from the patient anatomy. A new non-abbott stent system was advanced into the patient anatomy and the same occurred, with the stent being retrieved in the right iliac artery. An unspecified promus stent system was advanced and the stent became damaged, but did not dislodge. The device was removed from the patient anatomy. Pre-dilatation was performed again and a new unspecified promus was advanced and the stent was deployed. The stent delivery system was removed from the anatomy. Angiogram was performed and a significant clot was noted. An aspiration catheter was used to aspirate the clot. The patient went into cardiac arrest and then expired. Reportedly, the physician did not attribute the patient's death on the devices used; it was reported that the patient was not a surgical candidate and an interventional procedure would need to be performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. (B)(4) - distal to stent the second unspecified promus stent is being filed under a separate medwatch MFR number. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The promus stent delivery system (sds) was not returned for analysis which may have aided in the investigation and determination of cause. A loose/damaged stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security. It was reported the promus sds was attempting to advance distal to a previously placed stent, which likely contributed to the reported damage to the stent as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It should be noted the promus instructions for use (IFU) states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Thrombosis and death are known adverse events as listed in the promus IFU. A conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported. There is no indication of a product quality deficiency.